Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. During the inspection, fraying of the insulation was noted 16 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This insulation damage can with high probability be regarded as the cause for the clinical complaint. The damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Cuts were noted in the insulation, which are probably a result of the explantation. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 62 months, wear and tear on the insulation was reported with unremarkable measurement values. No deterioration of the patient's state of health was reported.